Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using three prostyle devices after a cardiac ablation interventional procedure with an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred for all three devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned. A review of the production record and the corrective and preventive actions (CAPA) database for this lot revealed no associated manufacturing nonconformities. A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue. Based on the information reviewed, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.